Event description:
Event description guidant received information that the pacemaker was being replaced because it was on an advisory. During the procedure, the model 4034 ventricular lead had no output and would not sense. It could not be removed so it was capped. The model 4087 was not successfully implanted as the doctor was unable to pass it through venous access. Another lead was successfully implanted. The pacemaker was returned for analysis.